Event description:
It was reported revision surgery was performed due to dislocation.

Manufacturer narrative:
Scratching, metal transfer, and cracking and breaching of the oxide were observed on the articulating surfaces of head #2. Sem/edxa spectrum analysis of articulating surface of head #2 revealed signs of titanium and aluminum which was likely due to contact with the acetabular shell which may have occurred during dislocation.